Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a damaged pd transfer set which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The damage to the pd transfer set was further reported as "the patient's external short catheter broke" (no further detail was provided). On an unreported date (in the same month as the receipt of this report), the patient was hospitalized for the event. On an unreported date during hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (route, dose and frequency not reported). At the time of this report, the patient was still in hospital, the peritonitis was resolved, the patient was recovered from the peritonitis, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Date received by manufacturer was reported as (B)(6) 2015 in the initial MDR. Correct date was supposed to be (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.